Event description:
It was reported that an alert/notification settings issue occurred. The patient experienced hypoglycemia and the cgm didn´t alert when the device was showing a low value. She lost consciousness and hit her head. The patient´s son found the patient unconscious and called and ambulance. The patient was taken to the hospital by ambulance. There was no documentation about the treatment administered at the hospital or by the emergency medical services. After the fall and due to hitting her head the patient had memory issues. At the time of the report the patient was still experiencing headache but stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.